Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the potassium (k+) was drifting upwards. The monitor would read around 8, but the laboratory sample came back at 5. Per the perfusionist, k+ was 5.6, I-stat reading 4.8, later I-stat reading 4.8 and a blood parameter monitor (bpm) was 5.5. Per the perfusionist, this was a acceptable variation for them. The device was not changed out, as the customer uses an I-stat and recalibrated the bpm to I-stat. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00121. The customer mentioned this to the manufacturer's marketing group during a conference; that this issue has been seen since the potting notice of field correction (nfc) was performed.